Manufacturer narrative:
The patient had severe chronic damaged acetabulum, non-intact capsule and unstable hip joint (etiology was not provided). The surgeon used a 9x10 cm orthadapt bioimplant to surface the bone, reconstruct the capsule and stabilize the hip joint; orthadapt bioimplants are not indicated for this use. Based on the information provided by the physician, the repair failure was due to the condition of the native tissue. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
The reported case was an effort to salvage a chronic severely damaged acetabulum, non-intact capsule and unstable hip joint using an orthadapt bioimplant. The repair failed and the bioimplant was explanted approximately two months post-surgery. Physician was aware that he was using the orthadapt bioimplant off-label.